Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were observed. The exposed portion of the soft cannula was observed to be torn, where it was seen to leak. The timing and cause of the cannula tear could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.2. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 363 mg/dl while wearing the pod between 4 and 24 hours.